Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the doctor took over and determined the physician assistant was never actually in the pump. The doctor was able to aspirate with no problem. The pump was able to be filled once the doctor aspirated the old drug. The pump was refilled successfully. No additional troubleshooting or actions/interventions were taken related to the event and the event was resolved. It was unknown what the patient¿s weight was at the time of the event. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 1 mg/ml at 0.27 mg/day via an implanted pump for non-malignant pain. It was reported the actual residual volume (arv) was 0 mls and the expected residual volume (erv) was 2.7 mls. It was reported they were in the middle of a refill and the hcp went to aspirate the drug and go nothing back. They tried to fill the pump and could not put the drug into the reservoir. The hcp then tried to fill the pump with saline and the saline would not go into the reservoir. The rep was asking for troubleshooting assistance. There were no discrepancies noted on past refills. The rep noted they would attempt to hold negative pressure. The rep had to disconnect the call. Patient symptoms were not reported. The event date was (B)(6) 2019. No further complications were reported/anticipated or expected.